Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The quality controls (qc) were within range on the day of the event. The customer ran precision testing, which passed. The tsc specialist performed system check, which passed. The tsc specialist observed that loci, sample arm and reagent arm 2 mean and standard deviation values were within expected range. The customer reran qc, which were within range. The cause of the discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained upon initial and repeat testing on one emergency room (ER) patient sample on a dimension exl with lm instrument. The initial discordant result was reported to the physician(s), who questioned it. Another blood sample was drawn from the same patient. The redrawn sample was tested on the same instrument, resulting lower. The corrected result was reported to the physician(s). Additionally, the laboratory reran the initial sample in duplicate on the same instrument and obtained results, lower than the discordant results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.